Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified proximal circumflex artery. A 20mm x 3.25mm nc quantum apex¿ balloon catheter was advanced for dilatation. However, during inflation at 12 atmospheres, the balloon ruptured. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc quantum apex balloon catheter. The balloon was loosely folded. Microscopic examination revealed that the balloon has a pinhole 3mm from the distal markerband. There are numerous hypotube and shaft kinks. There is shaft damage at the exit notch that is consistent with damage seen with the use of a guidewire. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified proximal circumflex artery. A 20mm x 3.25mm nc quantum apex balloon catheter was advanced for dilatation. However, during inflation at 12 atmospheres, the balloon ruptured. No patient complications were reported.